Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with synthes matrix spine hardware approximately one year ago for a total sacrectomy for osteosarcoma. The patient was instrumented l3 to pelvis. The setscrews for the pelvic screws became dislodged at some point, leading to revision surgery and synthes matrix screws were removed. Depuy synthes spine¿s legacy synthes complaint handling unit was notified of the event. The devices were replaced with depuy mis closed polyaxial screws. Upon inserting the first screw, the distal tip of the drive broke off in the screw during insertion. The screw and screwdriver tip were successfully removed by locking a rod into the screw head. After the first screw, all other screws were successfully inserted. During rod introduction into the closed poly screws, the screw heads of two separate screws malfunctioned when the tulips became dislodged blocking the rod. These screws had to be replaced. The sales rep is not able to identify which of the screws had tulip dislodgement. The case ended successfully with no injury to the patient. However, the cumulative difficulties resulted in a one hour delay. See the following mfg. Medwatch reports for the screws and the polyaxial driver that were involved in this event. Mfg medwatch report no. 1526439-2014-11326; mfg medwatch report no. 1526439-2014-11327; mfg medwatch report no. 1526439-2014-11328; mfg medwatch report no. 1526439-2014-11329.

Manufacturer narrative:
Visual examination of the returned mis closed polyaxial screw found the screw cap/inner saddle component had become unseated within the screw head. The outside surface of the screw head was found to be badly gouged and scratched. Review of the device history record found no discrepancies. No issues were identified during the manufacture and release of the product that could have been attributed to the problem reported by the customer. A twelve month complaint trend analysis revealed no emerging trends. The root cause of the screw cap/inner saddle dislodgement cannot be positively determined. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.